Event description:
Per the complex study, 400 days after the embolization procedure, the angiogram assessment showed a non-ruptured aneurysm with changes that were noted as aneurysm growth. The modified rankin scale was one. During the angiographic procedure, the patient sustained a complication/adverse event that was noted as left internal carotid dissection. The event was unrelated to the coils and no cordis products were involved in the reported event. Heparin was utilized during the procedure.

Manufacturer narrative:
Per the complex study, this female patient underwent an embolization procedure for a non-ruptured aneurysm with modified rankin scale of one. The aneurysm sac was 3.9mm in width, height was 4.1mm, the neck was 3.5mm and the neck to sac ratio was 0.64. The aneurysm volume calculation and percentage of volumetric filling calculation were not available. The aneurysm was not previously treated. The aneurysm location was in the anterior circulation/ carotid ophthalmic artery. Two trufill dcs orbits (637cf0515/637hf0408) were deployed in the aneurysm. No additional non cordis neurovascular coils were placed. The total coil volume was 0.02cc and the percentage of volumetric filling calculation was 33.39. Additional supplies utilized during the procedure included an echelon microcatheter, boston scientific transend guidewire and undisclosed guiding catheter. The procedure was stopped because angiographic occlusion was verified and satisfactory result was achieved with the last coil. Homogeneous coil packing into the aneurysm and complete homogeneous and complete neck coverage were excellent. Complete obliteration and occlusion was confirmed with angiography, and the desire occlusion was achieved. An undisclosed balloon was utilized for neck protection. The coil positioning into the aneurysm and conformability to the aneurysm shape was excellent and the stability of the coil during detachment was satisfactory. The microcatheter tip placement and deflection during coil placement was excellent. No complication was noted peri/post-procedure. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2007-00052 and 1058196-2007-00053.